Event description:
Customer mentioned being hospitalized due to high blood glucose readings. Customer stated that they attempted to inject insulin however the insulin pump was not working. It was further reported that the insulin pump kept going into suspend. Customer also received a button error alarm when attempting to treat with bolus. Customer was hospitalized after the button error alarm with blood glucose readings of 392 mg/dl. Customer was treated in the emergency room and released after the blood glucose readings came down. No further information reported.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testings including displacement test, rewind, basic occlusion, occlusion,prime/a33 and no delivery tests. Unit was received with button error alarm due to flattened all the buttons dome switch. Unit had minor scratched lcd window and cracked battery tube threads.